Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that there was an over infusion. There was patient involvement but no harm.

Manufacturer narrative:
Correction: annex b: b21, annex c: c21, annex d: d16, additional information: annex a: a25, annex b: b24, b14, annex c: c19, annex d: d14, annex g: g07001. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported incident of an over infusion was not confirmed through review of the logs and was not replicated during device testing since the devices were not received for this investigation. The suspect pump module error logs were received via email. A review of the error logs did not reveal any relevant errors or malfunctions. Without the device¿s event logs, no further information can be determined about the programming details of the suspect pump module. Inspection and testing of the reported devices could not be performed since they were not returned by the customer. The alaris system user manual (v12.1), states within warnings and cautions, ¿to prevent a potential free-flow condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door.¿ the devices were reportedly in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause for the reported over infusion was not determined. No errors or malfunctions were confirmed through review of the logs and the event could not be replicated during device testing since the devices were not received for this inspection. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that there was an over infusion. There was patient involvement but no harm.